Event description:
N/a.

Manufacturer narrative:
Updated fields: h6 (type of investigation, investigation findings, component codes, investigation conclusions). A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse replaced the compressor (0119-00-0236) and temperature sensor (0206-00-0734). The unit passed all functional and safety tests and was returned to customer. The failure analysis and testing department received the following part associated with this complaint: pn: 0119-00-0236 rev a, sn: (B)(6) compressor scroll. This part was received with a reported unit failure message of over temp alarm occur during usage. Performed visual inspection of this part received and part looks to be in good condition. Installed compressor scroll into the cardiosave test fixture sn: (B)(6) and tested to the factory specifications per the cardiosave service manual pn: 0070-00-0639 revision r. Performed functional tests and passed. Pumped cardiosave test fixture with complaint compressor scroll. The failure analysis and testing department could not verify the failure message of over temp alarm during test. Compressor scroll worked correctly and passed testing. Retaining compressor scroll in the fat dept. Per procedure: 0002-07-d008 rev as. The following investigation was performed by (B)(6), technician of the maquet failure analysis and testing dept. (Fat) wayne, nj: ar 4 dec 2024. The failure analysis and testing dept. Received part number: 0119-00-0236 rev. B, sn: (B)(6) dtech with a reported unit failure of an overtemp error. The fat performed a visual inspection and found the part to be in good condition. The fat installed the compressor in cardiosave test fixture serial number: (B)(6) and tested the part to factory specifications per the cardiosave service manual part number: 0070-00-0639 revision r. No failure confirmed during testing. Retaining the part in the failure analysis and testing department per procedure number: 0002-07-d008 rev. As. Probable root cause is not confirmed.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during patient use, the cardiosave intra-aortic balloon pump (iabp) unit shows over temp error. There was no patient injury.